Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The scope was not presoaked in detergent solution. All other reprocessing steps were unknown or answers not provided. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material remained in the device because reprocessing deviated from the instructions for use (IFU). It was noted that the foreign material could not be identified and there was no damage to the area where the foreign material was detected. The event can be detected by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had image noise that occurs when the bending stopper part of the connector is agitated, separated. During evaluation, the following reportable issue was found: foreign object clogging of complaint nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to damage on suction connector, a noise image occurs; due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/ down knob was out of the standard value; adhesive on bending section cover and adhesives around the objective lens had white-clouded area, due to a dent on channel tube, forceps could not be inserted smoothly; connecting tube was scratched, wrinkled and dented; suction cylinder was shaved; scope cover and universal cord was scratched, and suction connector, control unit, air water cylinder and connecting tube had discoloration. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.